Event description:
Procedure type: c-section. According to the reporter: while using on pt, tip of needle was broken. The broken piece fell into cavity and was retrieved after more than 2-hours search. Using new one, procedure was completed. No bleeding. No tissue damage. No pt harm. Operating room time was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).